Event description:
Outcomes representative spoke with the patient for 12-month outcomes who said he returned the therapy to the va last october as it broke vertebra in his back. The patient did not know the name of the medical doctor who treated him, and said he has recovered and is doing okay.